Event description:
The surgeon reported that during the post-op examination the patient had a tiny fleck of metallic substance within the wound. The surgeon did not feel it was prudent to attempt to remove the particle. The surgeon suspects the phaco tip may have had a burr on it, and is sending in an unused sample for evaluation. No patient injury was reported.

Manufacturer narrative:
The sample will be sent for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4)